Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and broken battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 420 mg/dl after discontinued use of the insulin pump. The customer was assisted with troubleshooting. The insulin pump was dropped. The customer stated that there was a crack and piece missing on the battery compartment of insulin pump. The insulin pump will be returned for analysis.